Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report that one of her batteries wasn't holding a charge. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, it was discovered that the battery pack was found to have a full charge capacity of (B)(4). The root cause of the battery being unable to reach its full capacity was likely due to the age of the cells. The battery cells were in use for approximately 2.5 years and exceeded their expected life. No adverse event resulted from the defective battery. The pt received a replacement battery.